Event description:
It was reported that the patient underwent a gynecological procedure for treatment of a symptomatic uterovaginal prolapse on (B)(6) 2010 and mesh was implanted. The patient underwent a procedure on (B)(6) 2011 for anterior and posterior repair and to repair mesh extrusion. The patient experienced pain, erosion of internal bodily tissue, extrusion, dizziness with ambulation, tachycardia and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure for treatment of a symptomatic uterovaginal prolapse on (B)(6) 2010 and mesh was implanted. It was also reported that the patient underwent a procedure on (B)(6) 2011, for anterior and posterior repair and to repair mesh extrusion. It is further reported that the patient experienced pain, erosion of internal bodily tissue, extrusion, dizziness with ambulation, urinary tract erosion, dyspareunia, vaginal and bladder prolapse tachycardia and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/5/15. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent intraperitoneal uterosacral ligament suspension, anterior/posterior repair, perineorrhaphy, cystoscopy, extensive mesh removal posteriorly and lesser amount of mesh necessary to be removed anteriorly, cystoscopy on (B)(6) 2011 due to stage 4 pop w/pelvic pain and mild occult stress incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with tvh. It was reported that the patient¿s mesh fell out approximately 2 weeks after being implanted.